Event description:
On (B)(6) 2012, during the transport of a patient, after 3 hours of flight, the cardiohelp-I (serial number (B)(4)) switched off, then it switched on almost immediately alone, without changing the settings of the machine, except the svo2. The unit was connected to the airplane power.no clinical consequences were reported.(B)(4)

Manufacturer narrative:
(B)(4). (B)(6) . Reference # (B)(4) was assigned to this event. The device was returned to maquet for evaluation. An evaluation of the unit determined the problem was not reproducible. However, the root cause could be identified as a software issue. In some rare cases, there is a possibility of a conflict between two software processes that initiates a reset of the system. This initiates a reset of the system, restarting the human machine interface of the device. This takes 10 seconds and the blood pump does not stop. A new release of the cardiohelp system was developed and the update was schedule to begin in 09/2012 after ce certification. (B)(4)